Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. The insulin pump was monitored and no blank display anomalies or battery out limit alarms noted. The insulin pump passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with multiple alarms in history screen due to corrupted history file. The insulin pump was received with cracked case at display window corners, cracked reservoir tube, broken battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump screen was blank and then gave a reset error alarm. The customer changed the battery and the screen began to flash, and then alarmed for a history anomaly. The customer did not recall the blood glucose reading. The insulin pump was cracked at the battery compartment where the battery cap screws in. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.